Event description:
The report indicated that the customer received an occlusion alarm while attempting to deliver a bolus. His bg at the time was high (484 mg/dl). Blood was reported to have been seen in the cannula, though no kink was noted. The pod was removed and replaced and will be returned for eval.

Manufacturer narrative:
The returned product eval confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.